Event description:
It was reported that the device won't turn on. There was no patient involvement.

Manufacturer narrative:
Correction: d1, h3, h6 (method, results, conclusion), and h11. Additional information: g7, h2 and h10 (investigation results). The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. A review of the device history record for (B)(6) was performed from date of manufacture 2/13/2019 to the present date (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
Wont turn on, no power indicator. It was reported there was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced the front case w/ keypad for no power on, and no ac power indicator light. Performed pm. A review of the device history record for sn (B)(6) was performed from date of manufacture 2/13/2019 to the present date 10/28/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the unresponsive key/s on the keypad. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA.. #1120033 for unresponsive key/s

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device won't turn on. There was no patient involvement.